Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. D9, h10 additional narrative d9, h10 additional narrative.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.